Event description:
Facility staff were using another manufacturers defibrillator to deliver therapy to a patient through an adapter cable and quik-combo electrodes. Allegedly, when the defibrillator discharged, it did not deliver selected energy to the patient. This allegation was based upon a lack of expected patient muscular reaction to discharge of defibrillator energy at 300 joules. The energy was raised to 360 joules, but again the patient did not respond as selected. The quik-combo electrodes were then removed and energy delivered to the patient at 360 joules. The patient ECG was successfully converted. Patient outcome was not reported.